Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device overheated and remained activated without activating the toggle switch. This occurred at the beginning of the case, during the first insertion into the body. The issue was observed immediately and the device was removed. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance record in the lot history. (B)(4).